Manufacturer narrative:
One device was received in used condition for evaluation. The event history log revealed 'lec 1871'. Functional testing was able to duplicate the reported issue. It was determined that the locked motor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1871 while running. There was no patient involvement.